Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information.

Event description:
Additional information was received on december 20, 2018. The procedure being performed was a left heart catheterization with ventricular angiography (femoral approach). The patient remained stable, bp (blood pressure) 138/78 - 163/89 and the hr (heart rate) 58-64. A surgical procedure was performed to remove the angio-seal. There was a 5fr procedural sheath used prior to the angio-seal. A pre-deployment angiogram was performed. The intravascular anchor detached and migrated, eventually collecting thrombus and causing occlusion. Blood loss was minimal, between 5ml and 20ml.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide additional information in event.

Event description:
This report is being submitted in response to a user facility medwatch report number mw5082687 found during a maude database search on january 28, 2019. The event description states: the intravascular anchor of the terumo angio-seal vip device detached, creating a vascular occlusion requiring surgical intervention (thrombectomy and removal of foreign body) to restore blood flow and relieve ischemia. Product lot#: 06090419. This organization had two incidents with this product on two consecutive days, both with different mds and product from same lot number. Dates of use: november 7, 2018 and november 8, 2018. Diagnosis or reason for use: cardiac angiography.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed. The patient had to go to the or to have the device removed. The patient went to the or later after the case to have the angio-seal and clot removed from their artery. There was no other equipment or devices being used with the reported product. The patient was reported to be doing well. Additional information was received on november 9, 2018. A CT image was performed and the collagen was noted to be half inside the vessel, and half outside of the vessel. There was thrombus noted in the lower extremity.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.